Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving 2000 mcg/ml of baclofen at 756.7 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. On (B)(6) 2017, it was reported that the patient missed their refill on (B)(6) 2017 and was experiencing symptoms. The hcp suspected that the pump was empty. The medication had been ordered and the pump would be filled on (B)(6) 2017. The hcp noted that they would cover the patient with oral baclofen until the pump is filled. The patient was experiencing leg pain. On (B)(6) 2017, additional information was received from the hcp. It was reported that the patient's pump was refilled on (B)(6) 2017 without complication. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated to reflect the information received on 2017-jun-19 if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-jun-19 from the patient's healthcare provider (hcp) via a manufacturer's business partner. It was reported that the patient's concomitant products were "too many to list". It was also reported that, as of (B)(6)2017, the patient's leg pain had resolved once the pump had been refilled. No other treatment was provided as the patient remained on baclofen. Additionally, it was reported that the patient, on an unreported date in 2013, was being treated with baclofen at an unspecified location at 800 ¿g/day, per continuous infusion, intrathecally via an unspecified pump. No further complications were reported. The patient¿s medical history included multiple sclerosis (since 1997) and severe spasticity of the lower extremities.